Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the advancement issue, deformation due to compressive stress, detachment of device or device component issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a filter placement procedure through the right femoral vein, the sheath allegedly got stuck and was unable to be delivered. It was further reported that under fluoroscopy, the main body was allegedly noted to be skewed. The metal stem of the device was also reported to be broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a filter placement procedure through the right femoral vein, the sheath allegedly got stuck and was unable to be delivered. It was further reported that under fluoroscopy, the main body was allegedly noted to be skewed. The metal stem of the device was also reported to be broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one femoral denali filter kit was returned for evaluation. During the visual evaluation, the distal end of the dilator appeared to have longitudinal creases and was slightly flattened. The pusher catheter was returned and inserted into the introducer sheath and touhy was still connected to the introducer sheath. The pusher wire was noted to be detached from the pusher catheter. Skiving was noted in the storage tube. No damage was noted to the returned filter. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported detachment and deformation due to compressive stress issues as the pusher wire was noted to be detached and the dilator was noted to be damaged. However, the investigation is inconclusive on the advancement issue as the filter was received outside the introducer sheath (or) storage tube and there is no clear evidence. A definitive root cause for the advancement issue, deformation due to compressive stress, and detachment of device or device component issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a filter placement procedure through the right femoral vein, the sheath allegedly got stuck and was unable to be delivered. It was further reported that under fluoroscopy, the main body was allegedly noted to be skewed. The metal stem of the device was also reported to be broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a filter placement procedure through the right femoral vein, the sheath allegedly got stuck and was unable to be delivered. It was further reported that under fluoroscopy, the main body was allegedly noted to be skewed. The metal stem of the device was also reported to be broken. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali femoral system that are cleared in the us. The pro code and 510 k number for the denali femoral system are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Device not returned.